Manufacturer narrative:
Investigation results: the device was received for investigation and the reported problem was unable to be confirmed. Further investigation found the shaver handpiece has the potential to operate on its own related to pc board failure. A design change has been implemented for this failure mode. There are no reported injuries associated with this failure mode. Conmed linvatec will continue to monitor this product for failures.

Event description:
The user reported that the arthroscopy shaver has no power. There was no injury or surgical delay associated with this event.